Event description:
(B)(4). Event occurred in the united states the patient reported that, on a few occasions the infusion set was snatched out because of the cord being too long. No further information available.